Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2015. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2316-50. Serial: (B)(4). Batch: 17463335/17490425. Explant date: (B)(6) 2015.

Event description:
It was reported that the patient was experiencing a lot of discomfort on the ipg site due to poor ipg placement. It was also noted that the patient had inadequate pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.